Event description:
It was reported that following successful completion of percutaneous transluminal coronary angioplasty/stent procedure, the radiopaque portion of the guide wire remained in the vessel. Reportedly no intervention to retrieve or complications occurred.